Event description:
This is 1 of 3 reports linked to mfg report numbers: 3014334038-2024-00138. 3013886523-2024-00192. A physician reported a microsensor (ID (B)(6)) displayed a ¿p-press 0¿ message during procedure, before implantation site closure. The zero point could not be adjusted after multiple attempts. The device was placed in and out of saline. It was placed at different depths (near the surface) and angles, but there was no sign of improvement. The icp express cable (ID (B)(6)) was unplugged, and the socket of the cable and sensor was cleaned. However, there is still no sign of improvement. The second microsensor (ID (B)(6)) was used, but the same issue occurred. The procedure was completed without implanting the device. No patient injury reported however, a more than 30-minute delay was noted. Based on additional information provided, it is unknown if there was an identified issue with the cable and if same cable was used in both sensors.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The microsensor (ID (B)(6)) was returned for evaluation. Device history record (DHR) - the product code 826631 with lot 7347151 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the complaint was not confirmed. The catheter received with suture and crimped 5.5 & 34.6 cm from distal end. Icp express read 539. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause analysis - the exact issue reported by customer could not be confirmed as the device worked correctly. A possible root cause for this issue could be due to an incorrect set-up of device. The performance failure could possibly be attributed to the catheter being crimped to tight.

Event description:
N/a.